Event description:
In 2004, this pt received two gore excluder aaa endoprosthesis. The pt underwent surgical repair of an abdominal aortic aneurysm rupture in 2007.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specs.